Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Device was post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended. Patient was advised to follow-up at a clinic closer to home.

Event description:
New information received notes that post-paced t wave oversensing is still being observed. Programming changes were made. Device remains implanted.